Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 08aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.

Manufacturer narrative:
The reported event of device had pcu power on/off issue was created to document the event that the customer reported. The customer did not return the device for evaluation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. A review of the device history record showed the device had a manufacture date of 08aug2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device would not turn on/off. There was no patient involvement.